Event description:
A device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation of the device it was identified that the device could not be tested due to a defective module port. The internal and detachable batteries were not functional.